Manufacturer narrative:
The cusa clarity 36khz handpiece (c7036) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. A review of service history could not be performed as the serial number information provided is invalid. Corrective action was unable to be implemented as the device was not returned for evaluation. Based on the customer reported failure of, ¿overheating issue¿, it is not possible to verify the root cause due to lack of information. Should the device be returned for analysis the complaint will be reopened and an investigation will be completed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that they experienced an overheating issue with the cusa clarity 36khz handpiece (c7036), and that they were informed that it's probably an issue with not enough oil used in between surgeries. However, the problem persisted. No patient injury or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.